Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine clinic follow-up. Some atrial lead noise, both ams and noise reversions were observed. Noise was reproducible with some arm movements. The patient was asymptomatic prior, during, and after the check. The patient will to be monitored.